Event description:
It was reported the pt had a return of spasms in both legs despite an increase in medication. A myelogram via the sideport revealed a catheter obstruction. The pump was replaced. The pt was currently going in once a week for dose increase until the prior dose was reached. The pt was getting relief from his current system. The drug used is compounded baclofen 425 mg/day; 2000 ug/ml.

Manufacturer narrative:
.